Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Per customer, patient demographics will not be provided.

Event description:
It was reported that the biomed shop received the device that had error code 241.4140. Both the upper and lower pressure sensors were replaced and passed all preventative maintenance (pm) checks. The device's functionality was verified to be within tolerance and was returned to service (rts). Per customer, no further information will be provided.